Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving intrathecal medication via an implantable pump. It was reported that the patient was not receiving adequate therapy for his pain relief. The pump had reached its early replacement indicator (eri) and needed replaced but the 8709 pump segment was replaced due to scar tissue being lodged in it. The pump was replaced with another 40 cc pump and the pump segment of the 8709 was replaced with the 8578. During surgery, a catheter access port (cap) aspiration was performed and there was no cerebrospinal fluid (csf) that came out of the catheter. The physician disconnected the pump connector of the 8709 and replaced it with the 8578. At that point in time, csf was able to be pulled out of the catheter. It was reported that the issue resolved, the catheter was working properly and the pump was replaced and filled properly.

Manufacturer narrative:
Continuation of d10: product ID 8709sc; serial# (B)(6); implanted: (B)(6) 2011; explanted: product type catheter section d in formation references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 07-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.